Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient¿s hygiene was not maintained. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, once in every four days, route not reported), fortum injection (1gm, once a day, route not reported), amikacin injection (125mg, once a day, ongoing, route not reported), and magnex forte (1.5mg twice a day, ongoing, route not reported) for peritonitis. On an unreported date, vancomycin and fortum therapies were discontinued. It was reported the patient was to be discharged three days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.